Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device misfired. The outer most staples row had three malformed staples in the middle of the row. The staple line was over sewn. There was no impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.